Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown if the device is returning for analysis. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the balloon of a 2.5x33mm xience sierra stent delivery system (sds) could not be inflated. The procedure was successfully completed with an unspecified device. No additional information was provided.

Event description:
Subsequent to the previously filed report, the following information was received. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported inflation issues. There is no indication of a product quality issue with respect to manufacture, design or labeling.